Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the physician paused during injection, however, it was noted that the injection rate was follow as indicated in the IFU and "[the onyx] was injected slowly." The onyx was injected at an unintended location, the posterior communicating artery terminus, and that vessel was occluded. It was noted that the patient had a "slight infarction" but no particular related symptoms/issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the pause during the injection was for less than 1 minute.

Event description:
Medtronic received a report that there was catheter rupture in the distal shaft. The onyx bursts several centimeters at the tip during onyx injection and flows out. The device was prepared as indicated in the package insert. The catheter was flushed as indicated in the IFU. There was no resistance during delivery. There was no damage to the catheter other than the rupture. Injection rate of contrast medium was "slowly." It was unknown if there were symptoms. The patient was being treated for avm embolization. There were no anomalies in the degree of the vessel tortuosity. Access vessel was pca with a 2mm diameter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the marathon catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: onyx residue was found within the marathon catheter hub. No bends or kinks were found within the marathon catheter body. The marathon catheter distal tip was found to be in good condition. Onyx was found occluding the marathon catheter distal tip lumen. The marathon catheter body was examined under microscopy. The marathon catheter body was found ruptured at ~4.3cm from the catheter distal tip. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture¿ report was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during the injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, or pauses longer than two minutes. However, the cause for the rupture could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.